Event description:
It was reported that the customer was doing a square bolus and received a no delivery alarm on the pump. Customer stated that after 5 or 6 units, it gives him a warning saying no delivery. Customer stated that it happened most recently yesterday. Customer did a square wave of 12 units and got 2.5 before it quit and said no delivery. Customer does not have a no delivery on the screen right now. Customer was advised to call back when the issue recurs. No further assistance required at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.